Event description:
Customer's complaint against this pod was that although it was difficult to put the insulin in the pod, she was able to do so. She stated that at that time her bg was 168 but as she continued to wear the pod her bg level began to rise - 2:25am 346 and 2:49am 365. She then called product support and was assisted in activating a new pod. Reviewed product IFU with customer regarding pods that are hard to fill. No further information reported.

Manufacturer narrative:
The product will not be returned so no evaluation was possible. The customer felt resistance during the fill process, which indicates a probable problem with a retainer that allow a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The omnipod user guide states: "warning:never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could results in under-delivery of insulin." The user is also instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.